Manufacturer narrative:
Insulin pump received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm and no blank display anomaly during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime or compromised forced sensor system and excessive no delivery test due to buttons not responding.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer¿s blood glucose level was 185 mg/dl at the time of incident. Customer stated that while trying to put blood glucose value the numbers kept running without navigating it. Customer also stated that the display returned back after inserting new battery. Customer states the contacts on the battery cap are not missing or damaged. Customer states battery compartment is neither damaged nor corroded. Customer states the spring is neither damaged nor corroded. The insulin pump will be returned for analysis.